Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure wherein the implantable pulse generator (ipg) was revised for an unknown reason. Additional information received indicated the patient underwent an explant procedure as part of an elective replacement for a system upgrade, to obtain MRI conditionality. The patient is doing great post operatively. Despite good faith efforts no further information could be obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure wherein the implantable pulse generator (ipg) was revised for an unknown reason.

Manufacturer narrative:
Correction to the follow-up 1mdr in block h6. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure wherein the implantable pulse generator (ipg) was revised for an unknown reason. Additional information received indicated the patient underwent an explant procedure as part of an elective replacement for a system upgrade, to obtain full body MRI conditionality. The patient is doing great post operatively. Despite good faith efforts no further information could be obtained.